Event description:
A customer reported receiving a "scan again in 10 minutes" message from the adc device. Due to this issue, the customer was unable to obtain readings and experienced sweating and "mild loss of consciousness." The customer was able to self-treat with honey, water, juice, and sugar supplements provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.